Manufacturer narrative:
Customer address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cylinder hose had an air and pressure leakage. The issue was found during inspection for use for a diagnostic lower endoscopy that was completed with the same device. There were no reports of patient harm.